Event description:
Device user (du) reported drifting arterial pressure from +14 to -9 during preparation mode. Device restarted, but the issue did not resolve. A new disposable set was used and the perfusate was swapped. Perfusion started as expected. The liver sat for additional 15 minutes with a flush of room temperature albumin. The liver connected as normal. Clinical specialist confirmed that the liver was discarded due to poor lactate clearance, poor hemodynamics, and stiff appearance.

Manufacturer narrative:
The investigation completed concluded a faulty pressure sensor was the cause of the reported issue. The supplier has implemented 100% inspection to ensure proper function of pressure sensors prior to use in production. Any sensor failing inspection will not be utilized.

Event description:
Device user (du) reported drifting arterial pressure from +14 to -9 during preparation mode. Device restarted, but the issue did not resolve. A new disposable set was used and the perfusate was swapped. Perfusion started as expected. The liver sat for additional 15 minutes with a flush of room temperature albumin. The liver connected as normal. Clinical specialist confirmed that the liver was discarded due to poor lactate clearance, poor hemodynamics, and stiff appearance.

Manufacturer narrative:
The event was reported to the manufacturer on december 5, 2022. G3 has been updated to reflect this. The device was not returned, so it was not evaluated. The root cause analysis actions involved testing of a different disposable set lot and event history log review.

Event description:
Device user (du) reported drifting arterial pressure from +14 to -9 during preparation mode. Device restarted, but the issue did not resolve. A new disposable set was used and the perfusate was swapped. Perfusion started as expected. The liver sat for additional 15 minutes with a flush of room temperature albumin. The liver connected as normal. Clinical specialist confirmed that the liver was discarded due to poor lactate clearance, poor hemodynamics, and stiff appearance.

Manufacturer narrative:
It was determined that the correct device lot number is 11133348. Follow up report to be submitted upon receipt of additoinal investigation details.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrective and preventive actions (CAPA) has been initiated. The peliminary findings are that the root cause of the issue seems to be a faulty pressure sensor. The faulty sensor cannot equilibrate to atmosphere. A supplier corrective action request (scar) has been initiated to further investigate the root cause of the issue and is currently pending completion. All sensors obeserved to have drifting offset values will be removed from stock and quarantined. One hundred percent inspection of all sensors are performed prior to assembly into the disposable sets. Any sensors failing offset range or drift will be quarantined.

Event description:
Device user (du) reported drifting arterial pressure from +14 to -9 during preparation mode. Device restarted, but the issue did not resolve. A new disposable set was used and the perfusate was swapped. Perfusion started as expected. The liver sat for additional 15 minutes with a flush of room temperature albumin. The liver connected as normal. Clinical specialist confirmed that the liver was discarded due to poor lactate clearance, poor hemodynamics, and stiff appearance.